Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Internal insulation abrasion was noted at 6.6-8.8 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 9.2-13.1 cm and 19.9-20.9 cm from the distal tip. The etfe coating was damaged consistent with explant damage at this location. Internal insulation abrasion was noted at 10.2-11.5cm and 13.-14.3 from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.